Event description:
Davinci harmonic ace curved shears not working correctly. First harmonic used, the blade broke off, removed from patient. Second and third harmonic unable to use because harmonic machine saying, "tighten assembly". Harmonic tightened many times, harmonic cord changed, machine changed and hand piece changed. No harm to patient.